Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported feeling a hot/burning sensation on her back while wearing the lifevest and that this sensation continued after discontinuing the lifevest. Patient reported that there was no irritation on her skin but that the feeling was "inside her skin." There was no alleged device malfunction contributing to the irritation. Patient reported she was prescribed gabapentin by her physician and that the hot/burning sensation has improved.